Event description:
Tap. It was reported that 96 days after implantation of a 2.75 x 20mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid left anterior descending artery (lad). A pre-intervention stenosis percentage was not reported. A 2.75 x 20mm taxus stent was deployed at 16 atm in the region of the lesion. A post-intervention residual stenosis percentage was not reported. The pt received plavix prior; intra-coronary adenosine, intra-coronary nitroglycerin and heparin during the procedure. Complications were reported as "none". The pt presented 96 days after the initial procedure with in-stent restenosis in the mid lad. Percutaneous transluminal coronary angioplasty (ptca) was performed on the lesion using a 2.0 x 8mm voyager balloon. Subsequently, a 2.5 x 13mm cypher drug eluting stent was deployed at 12 atm in the region of the lesion. A post-intervention residual stenosis was not reported. The pt received plavix prior, heparin and nitroglycerin during the procedure. No complications were reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch #8133027 have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.